Event description:
It was reported that the implantable cardioverter defibrillator (ICD) provided brady pacing during episode with atrial flutter with rapid ventricular response (rvr) due to under-sensing. Technical services (ts) analyzed device episode data and recommended reprogramming as troubleshooting. This right atrial (ra) lead was a non-(B)(6) product. No adverse patient effects were reported. Currently, the ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).